Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effects of angina and thrombosis are listed in the xience alpine, everolimus eluting coronary stent system, instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the proximal mid left anterior descending (lad) coronary artery. A 3.0 x 38 mm xience alpine stent was implanted successfully. After the procedure, while still on the table, the patient complained of chest pain. Angiography revealed thrombus of the stent implant. The patient was administered medication. The thrombus was aspirated successfully and additional balloon angioplasty was performed. The patient recovered well in the post procedure area. No additional information was provided.